Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion and cardiac tamponade. The procedure was cancelled. During an ablation procedure to treat an atrial fibrillation (afib), a nrg rf needle and an intellamap orion high resolution mapping catheter were selected for use. Normal mapping was performed in the right atrium (ra), and since it was necessary to proceed to left atrium (la), a transseptal puncture was performed. After entered the la, the intellamap orion catheter was having a deployment detection failure, and the problem could not be resolved. Also, the potential was quite noisy. There were no particular problems with positioning reference or tracking region. While working to solve this problem, a cardiac tamponade occurred. Drainage was performed immediately, and the blood pressure stabilized. A damage may have been caused during the transseptal puncture with nrg rf needle or when intellamap orion high resolution mapping catheter was moved in the left superior pulmonary vein (the pericardial effusion was noted during procedure, located at lspv). The procedure was canceled. The device is not expected to be returned for analysis (needle). There is a possibility that some kind of damage may have been caused during the transseptal puncture or when orion was moved in lspv. An orion which was used during the same procedure had issue. Cardiac tamponade occurred when attempting to solve the orion issue. The echo was used but perforation was not noted. No difficult patient anatomy that may have caused difficulty with the transseptal workflow was noted. There is no reason to believe that the needle malfunctioned during the procedure. The nrg needle was located outside the patient at the time the tamponade was discovered.